Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient was scheduled to have a brain MRI to see the wires because the device was not working. The patient stated the health care professional (hcp) was telling him he would need to put his device in same mode. The patient reported the implant never worked for him. He had orthostatic tremor which was very rear and he was not sure if that was why therapy was not working for him. It was reported he could not stand still because he felt like he was falling. It was noted he had a pacemaker from another manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating there was no improvement for orthostatic tremors, further stating there were initial problems with anodes impedance. Patient reported that many settings were tried by the deep brain stimulation nurse practioner, more than any other the nurse had tried to adjust voltage, frequency and band width. Patient noted that the issue was not resolved, they were trying to find the correct combination with no luck to date. Patient was going easter egg hunting.

Event description:
Additional information was received from the patient reporting since their ins was implanted, it has never helped with their orthostatic tremors. They explained that they need the ins for stability and walking but they ended up turning the ins off 6 months ago because their stability seemed to be better with the ins off. They had met with their healthcare provider (hcp) for reprogramming, but said they were not able to get frequency or bandwidth right for the orthostatic tremors.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.